Manufacturer narrative:
Approximate age of device- 9 years, 8 months. Device evaluated by MFR: the patient remains ongoing with the device; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. Manufacturer's investigation conclusion: the report of a suspected driveline issue was confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(4). The submitted log file shows 240 driveline fault alarms throughout the file. The captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6) 2019 by abbott personnel. The driveline was severed approximately 26" from the controller connector and the distal portion was replaced with no issues under work order # (B)(4). The approximately 26" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed separation of the silicone jacket from the controller connector. There was kinking and small cuts on the silicone jacket approximately 11¿ to 17¿ from the controller connector. There was additional silicone jacket separation from the previous driveline repair site approximately 17¿ to 20¿ from the controller connector. A build-up of brown fluid was noted between the bionate and silicone jacket. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield approximately 17¿ from the controller connector. The orange and brown wires failed electrical continuity testing. Visual inspection of the driveline revealed that the brown and orange wires were completely separated at the previous driveline repair site. The separations in the brown and orange wires would have caused the driveline fault alarms observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. It was reported patient was seen in clinic and presented with a driveline fault alarm with no speed drops noted. The clinician also noted suspicious spot roughly ~3 inches from exit site. Technical services reviewed the patient's submitted log files and a driveline fault was confirmed. The clinician was instructed to change out the controller to confirm authenticity of driveline fault alarm; however it was reported the controller was not exchanged due to it already being on most upgraded software version. Technical services performed a distal end percutaneous lead replacement on (B)(6) 2019 approximately 3 inches from the exit site. Following the replacement, no additional alarms were reported and patient put back on grounded cable. Additional information received (B)(6) 2019 reported the patient was asymptomatic. The driveline replacement resolved the alarms and no further alarms have occurred. The continued plan of care is to monitor the patient. No additional information was provided.